Event description:
A nurse reported that knife blades have occasionally been dull during surgery. An alternate knife was obtained each time to continue and complete the procedure with no impact to any pt. Additional info has been requested and was confirmed to be not be available.

Manufacturer narrative:
No sample or lot number info has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but was confirmed to not be available. (B)(4).